Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a suture outside the foil packet was received for analysis. Upon visual assessment of the winding former, it was noted that the suture was broken in several pieces since has begun with the process of degradation. This condition causes the needle to be detached from the suture. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed due to handling. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that suture degradation was observed. It was reported that several doctors experienced total detachment of the needle from the thread. There were no patient consequences reported.